Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer said the tilt does not go all the way down in the front. Found the chair had been programmed wrong. Programmed it and it works. MDR filed.